Manufacturer narrative:
B3: the correct event date is 04/20/2023. B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by abdominal pain, diarrhea, fever and vomiting. The cause of peritonitis was unknown. The route of administration for ceftazidime and vancomycin was intraperitoneal. The patient was also treated with gentamycin (intraperitoneal) and fluconazole (6mg/kg/day, oral) for peritonitis. At the time of this report, the patient has recovered 10 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause and hospitalization were not reported. The patient was treated with ceftazidime and vancomycin for the event. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.